Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has a scs system for off-label use. Device 1 of 2: reference MFR report #: 1627487-2015-07486. It was reported the patient's occipital leads were repositioned on (B)(6) 2015 due to lead migration. The issue was resolved by surgical intervention.